Manufacturer narrative:
The drain was discarded.

Event description:
The user facility reported that after surgery before the patient was released to go home, it was noticed the drain had broke off into the medial femoral condyle. The patient went into surgery to have the drain removed. The patient stayed at the hospital 1 additional day for recovery and went home. No further complications were reported.